Event description:
Upon further investigation, no patients or generators were affected by the failure to communicate. Troubleshooting was performed, and the issue was narrowed down to the programming wand. There may have been electromagnetic interference in the room, because the "data received" light was flashing when no communication was attempted. A new wand was provided to the physician, and the new wand functioned properly. Analysis was completed, and no anomalies were identified. The programming wand performed according to functional specifications.

Manufacturer narrative:
.

Event description:
It was reported that a patient's generator was unable to be interrogated. Attempts for further information have been performed, but no relevant information has been received to date.